Event description:
A report was received from the e-select registry indicating that approximately ten weeks post cypher stent implant, the pt was revascularized for focal in-stent restenosis at the target lesion in the mid left anterior descending (lad). The restenosis was treated with a 3.0x8mm quantum balloon only. This pt was randomized to the e-select registry for one-vessel disease. The indication for the index procedure was stable angina. At index procedure, the pt received two cypher select plus stents at the mid and proximal lad. The stents were implanted overlapping each other.

Manufacturer narrative:
This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2008-00491 and 9616099-2008-00492. Please note: device is distributed outside the united states. However, it is similar to the united states product. The product remains implanted in the pt thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Any add'l info will be submitted within 30 days of receipt.